Manufacturer narrative:
Lens was returned in liquid, in lens vial. Visual inspection found the optic torn. One similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens, -14.0 diopter, and the lens flipped in the eye. The lens was removed with no patient injury and the backup lens was implanted with no issues. The reporter stated that the cause of the event is unknown.